Event description:
The patient was admitted to the hospital with complete heart block and underwent permanent pacemaker implantation. The implantation procedure was uncomplicated. However, two days later he had evidence of failure of pacemaker output with advanced bradycardia and av block. The pulse generator was interrogated at 10 a.m. And demonstrated appropriate functioning. A chest x-ray demonstrated adequate lead positions. However, the patient had a second episode where he developed progressive non-sensing and non-capture of the pulse generator at approximately 11:43 a.m. The patient was noted to be unresponsive and CPR was initiated. However, the patient remained pulseless and did not respond to aggressive attempts at CPR. The patient expired. It should also be noted that the timing of the pulse generator interrogation was not correct on the death and the initial telemetry report. There was a telemetry report at approximately 11:40 a.m. Demonstrating non-capture, but this corresponded to the representative inhibiting the pacemaker during his time of testing. The pacemaker representative did not reprogram the computer for daylight savings time and the generator interrogation time was noted on the pacemaker report to be one hour prior to the actual time that he tested with the device at 11:40.